Event description:
It was reported that "a bubbly blood return was detected during a port check. The port was flushed and the dressing became wet. Intraoperatively, the pt was noted to have a hole through the back wall of the port. The port was explanted and replaced with a new port. The explanted port has two needle punctures through the plastic needle stop backing."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the device to be returned for eval. When the investigation is complete, a final report will be submitted.